Event description:
Device 1 of 2. Reference: 1627487-2011-04099. The patient received her scs system on (B)(6) 2011. It was reported that the patient was explanted due to an infection, and the system is not returning. The exact date of the explant is unknown. Attempts to obtain additional information regarding the patient's condition and additional event circumstances were unsuccessful.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.